Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2025 explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the trial was initiated on 2025-jul-22. It was reported that the patient experienced migration, lead moved, or wire moved. The patient experienced loss of stimulation any of these issues related to the migration. The patient reported that they think the wire has been disconnected through the ens, and the stimulation goes back and forth. The patient also try to increase their stim from 2.9 to 3.1, as per the patient when it sets they felt no problem, but when it turned off they did not feel any stimulation and when they check the app it was reset to 0.1. The issue was still ongoing.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown. Implanted: (B)(6) 2025: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that it was unknown about the cause of the loss of stimulation. It was unknown about the most likely cause of the event. When asked about the steps taken to resolve the issue, the hcp stated that it was removed. The hcp confirmed that the issue was resolved. When asked about the steps taken to resolve the lead migration, the hcp stated that it was removed. The hcp confirmed that the issue was resolved. The hcp stated that it was unknown about the cause of the stimulation going back and forth. It was unknown about the most likely cause of the event. When asked about the steps taken to resolve the issue, the hcp stated that it was removed. The hcp confirmed that the issue was resolved. The hcp stated that the cause of the wire becoming disconnected was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown, implanted: (B)(6) 2025, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.